Event description:
This record is for the right side. Patient reports "developed anxiety, mood depression". Additionally, patient reports the following events, which are not related to the device: "was unable to perform daily activities, insomnia and decreased quality of life."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and granuloma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported "giant cells were punctured and analyzed for giant cell lymphoma research" , "chronic inflammatory infiltrate with giant body-type histiocytic reaction and fibrosis" , "signs of intracapsular rupture, characterized by material with a similar liquid-like sign, without collapse of the envelope" and "loss of breast definition". The device has been explanted.